Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: no product or imaging received to support this investigation, why investigation evaluation solely will be based on what is reported in description of event. Based on what is reported the root cause of this event may be related to the length of the time period between the device preparation and the insertion to the patient. No evidence to suggest the device was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was to be used for tevar as an emergency treatment for ruptured taa. The vessel was severely tortuous, and was not suitable for tevar. First, the physician placed another manufactures' stentgraft, then endoleak occurred (endoleak type unknown). So, he planned to use tbe-28-80-pf to treat endoleak, and prepared the device as usual. However, when he attempted to insert the complaint device into patient's body, he noticed that the white coating material appeared on the surface of the sheath and it was difficult to pass through the puncture site, therefore he decided not to use this device just in case. He attempted the ballooning thought out and no endoleak confirmed, so complete the procedure. Patient outcome: there have been no adverse effect to the patient.